Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: performed ultrasound but could not locate essure device') in an adult female patient who had essure (ess205) (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) since 2015 and oral contraceptive nos since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced pelvic pain ("pelvic pain"). In 2017, the patient experienced device dislocation (seriousness criterion medically significant) and anaemia ("blood or heart disorder/condition type:anemia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). The patient was treated with ferrous sulfate. Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, headache, vaginal haemorrhage, menorrhagia, anaemia and migraine outcome was unknown. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: bilateral occlusion. Lot number: 846835, manufacturing date: 2011/04, expiration date: 2014/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: performed ultrasound but could not locate essure device') in an adult female patient who had essure (ess205) (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) since 2015 and oral contraceptive nos since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced pelvic pain ("pelvic pain"). In 2017, the patient experienced device dislocation (seriousness criterion medically significant) and anaemia ("blood or heart disorder/condition type:anemia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). The patient was treated with ferrous sulfate. Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, headache, vaginal haemorrhage, menorrhagia, anaemia and migraine outcome was unknown. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Essure lot number added. Events added: migration of essure device location of device: performed ultrasound but could not locate essure device, abnormal bleeding (vaginal), menorrhagia and anemia. Reporter and concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.